Manufacturer narrative:
D10 concomitant products: sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel (lot#n2j0461y) sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel (lot#n2j0461y) sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel (lot#n2j0461y) sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel (lot#n2j0461y) unknown endo gi, unknown endo gia instrument (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the laparoscopic bariatric sleeve, the surgeon encounter issues with the reload not firing properly, leading to inadequate placement of the buttress material over the staple line. All four resections were presenting some bleeding in the staple line. It was mentioned that the problem persisted despite the use of five reloads from the same lot number. The staple line had to be oversew to resolve the issue resulting in extra time.